Manufacturer narrative:
No product was returned returning for evaluation. Attempts were made to obtain all available information. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating customer received an altitude alarm just prior to reconnecting following a shower. There was no impact to the customer's blood glucose level.